Event description:
An optometrist reported pt with irritation and white mucus discharge for three weeks at lasik five month post-operative visit. Add'l info from reporter indicated pt's topical steroid dosage was increased which helped to resolve the reported issue. This report references the left eye. An add'l report will be filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).